Event description:
Surgeon noticed a redness (burn) around portal site where probe was inserted. No cannula was used. This occurred during a shoulder arthroscopy procedure.

Manufacturer narrative:
Device has not been returned for eval.